Event description:
It was reported that the pt underwent a sling procedure in 2004. Post operatively, about a month later, the pt presented with overflow incontinence and incomplete emptying, and a revision of the tape was performed. Three days post operatively the sling was loosened under local anesthesia in office. Reinforcement of the suburethral incision was performed in 12/2004. The pt is continent.